Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Particulate matter was observed on a vial-mate adapter. The event was further described as ¿a small piece of the gray stopper from a vial mate adapter when it was joined to a 750mg vancomycin vial and 250ml of normal saline (ns)". This issue was identified during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: device manufactured between november 8, 2019 to november 12, 2019. The device was received for evaluation. The device was received in the activated position, attached to the vial and solution bag. A visual inspection was performed, and it was noted that particulate matter (pm) was observed in the attached solution bag. The pm in the solution bag was observed to be stopper material. Functional testing was also performed, and it was noted that the vial-mate device worked as expected. Comparisons of pm during studies performed to the complaint sample indicated that the pm closely resembles misuse of the device due to not following proper procedure during activation. The reported condition was verified. The cause of the reported condition was a user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.